Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) reported that their ins is shutting off by itself. Pt stated the ins does have charge when this happens. Pt verified on one occasion they had return of pain and connected to their ins to see that stimulation was off and their ins had 90% charge. Pt noted that they have been having return of pain in these instances because their therapy is off. Patient services (pss) redirected pt to have their ins checked by their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they met with a manufacturer representative (rep) who told them the stimulation shutting on and off was normal and to contact manufacturer if the off state is longer than a few seconds. Patient stated they did not take any actions to resolve the issue and the issue remains unresolved.